Event description:
As reported, the patient had an original exactech primary total hip replacement on (B)(6) 2017. The 77 y/o female patient returned to surgeon's office complaining about their primary hip pain and dissatisfaction. Upon examination and imaging the poly showed wear and is involved in the recall. The patient underwent revision left tha on (B)(6) 2023 where the patient underwent a full total hip revision using competitor's devices. The patient left the operating room (or) stable. There was no breakage of device. There was a 30-45 minutes surgery delay due to patient had to be under anesthesia and in surgery longer than anticipated when going to a full revision. Images and x-rays received. The devices are not available for evaluation due to the implants were sent to the lab and legal at the hospital.

Manufacturer narrative:
Section d10: concomitant products: biolox delta femoral 40mm od, +0mm (cat#: 170-40-00 / serial#: (B)(6). Alteon 6.5mm screw, 40mm (cat#: 180-65-40 / serial#: (B)(6). Integrip cc, cluster 56mm,g3 (cat#: 186-01-56 / serial#: (B)(6). Alt ha s noclr ext sz 8 (cat#: 190-21-08 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear approximately 5 years and 10 months after the index surgery. The revised components were not returned for evaluation and no radiographs were provided. However, images were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.